Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. The insulin pump was connected to a test transmitter, sensor and monitored without any connection interruptions. Insulin pump successfully downloaded traces and history file using thump. No communication (unresolved) not confirmed. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed insulin pump error alarm. Problem isolated to the electronic assembly as per global logic analysis. No insulin pump error alarm noted during testing and were not found in the formatted history file. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm and was able to complete rewind. The insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.